Event description:
Sterile inflammatory arthritis, pseudophlebitis, popliteal cyst rupture. Information was received on 13-jun-2006, from a physician regarding a pt (initials, age and gender unspecified) with a medical history of prior synvisc treatment. The pt received two synvisc injections on unk dates and unk site. After the second injection, the pt experienced arthritis (edema and swelling). Additional information was received on 03-july-2006 from the rheumatologist regarding a female pt, with a medical history of osteoarthritis, hypertension and diabetes mellitus type 2. The physician reported that the first injection of synvisc was administered in 2006 and the second injection seven days later, into the left knee. The next three days, the pt experienced sterile inflammatory arthritis with pseudophlebitis due to popliteal cyst rupture. The liquid showed 17000 mm^3 leukocytes with lymphocytic predominance without germs or crystals. On an unk date, an intraarticular injection of diprostene was given in the knee. The physician did not give the third injection of synvisc. The pt was taking hyzaar, monotildiem, metformin and chondrosulf concomitantly. The physician assessed the case as non-serious, the severity of the events as moderate, and the causality as possible. Four days later, there was a clear improvement of the symptoms with mild effusion and calf edema. At the time of this report, the overall outcome was reported as "not yet recovered".